Event description:
It was reported that this right ventricular (rv) lead exhibited to noise signals and oversensing measurements, which led to the device delivering inappropriate anti-tachycardia pacing (atp). The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).